Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) housing too hot trying to replicate it, patient was taken off it . There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. When fse arrived biomed had the machine running for approximately two hours, motor temperature at 67°c, still climbing when fse saw it. It felt hot. All fans were running. Fse replaced the scroll compressor. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) there was an over temperature alarm and the machine felt hot. Patient was taken off it . There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.